Event description:
On (B)(6), 2014 the lay user/reporter in (B)(4), the patient¿s son, contacted lifescan to report the onetouch verio iq meter would not hold the charge. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2014 the patient noted the reported meter would not hold the charge after the battery had been recharged. For two to three days prior to this, the patient experienced the symptoms of low blood glucose levels. The patient did not provide specific symptoms. The reporter stated this was ¿normal¿ for the patient to have low blood glucose levels. The patient administered self-treatment by consuming glucose tablets and felt better afterwards; he did not seek any medical attention. Troubleshooting revealed the patient¿s technique was correct and the meter¿s battery did not need to be recharged. The issue was not resolved. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms began prior to the meter issue and there was no delay in treatment. However, as the meter power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (08/08/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.